Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm on the homechoice (hc) unit during drain 2/4. The home patient (hp) stated that her supply bag fell off the counter and became disconnected. The technical service representative (tsr) assisted the hp to cycle power off/on twice to clear the alarm. The tsr then assisted the hp to remove the set and discard all used supplies. The tsr explained proper set up procedures to the hp and further explained the alarm to the hp. The hp stated, she would finish her therapy with manual supplies. On (B)(4) 2010, product surveillance spoke with the hp's nurse (rn) who stated there have been no reports of adverse events with this patient. The rn stated, she would review set up procedures with this patient at the next home visit and investigate where the hp was placing the second bag. The lot number of the cassette was unknown and the sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.